Event description:
It was reported that after pre-dilatation with a rx voyager 2.5x12, the xience v 2.5x15 was deployed in a calcified mid left anterior descending artery (lad). However, after stent deployment a dissection was observed in the mid portion of the stent so it was treated with a xience v 2.5x18. The patient is reportedly stable and comfortable. No adverse effect was observed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, cross it 100. Inflation: medtronic. Guide cath: ebu 3. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effect of dissection, as listed in the instructions for use, is a known adverse event associated with coronary stenting procedures. Based on the information reviewed, there is no indication of a product deficiency.